Manufacturer narrative:
A device history record review was conducted. The report indicates that the manufacturing documents were reviewed and no complaint related issues were found. Additional evaluation was conducted. The report indicates that the present connecting screws were analyzed for comformable to print specifications as well as the device history record was researched; no abnormal findings were identified. These instruments were manufactured in 2011 according to specifications. Since, no manufacturing related conditions were found and a insufficient connection with the dhs screw, in an oblique way may have caused the breakage of the tip. This can only occur if the system was used in order to align the plate with the bone. To prevent such situations, it is necessary to use the aiming device in order to place the guide rod accordingly and the screw in the exact position. Part was initially reported to chu, but had a quantity of 2. A separate part data form was added at a later date. It was the same part and had the same lot number. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: tip of the connecting screw broke off during surgery. This report is 2 of 2 for (B)(4).